Event description:
Boston scientific received information that this left ventricular (lv) lead displayed high pacing impedances. A lead revision was performed and confirmed the lead fractured from a clavicular crush with a loss of capture (loc) also observed. The lead was explanted and a new left ventricular (lv) lead was implanted. There were no adverse patient effects.

Manufacturer narrative:
The explanted lead will be returned for analysis. Once analysis has been completed this report will be updated.